Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and that bradycardia was seen on surface electrograms (egm). It was noted that capture could not be confirmed on the right ventricular (rv) lead on stored electrograms (egm). The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.